Manufacturer narrative:
The reported event was addressed with phone support. An intuitive field service engineer (fse) followed up with the site and was advised that the reported issue did not return. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, when the port clutch button was pushed on universal surgical manipulator (usm) 1, the elbow portion of the usm moved unintentionally. The system was working normally otherwise. Prior to calling the intuitive tech support engineer (tse), the clinical sales rep (csr) checked the drapes to ensure no bunching was occurring. The csr mentioned that the patient was large in size. The tse reviewed the live logs and found no related errors. The tse recommended ensuring port placement and arm positioning was not being obstructed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: the issue did not occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer, nor while the surgeon was attempting to manipulate instruments from the surgeon console. The reported issue occurred during instrument installation and docking. The instrument moved freely, not in the intended direction. The timing of instrument movement was not appropriate. The usm ¿brakes¿ were not engaging. There was no instrument-to-instrument or system arm-to-arm interference. The reported issue occurred intermittently. When the issue occurred, tse was contacted to troubleshoot. Reportedly the issue did not return after the tse was contacted.